Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as complaint (B)(4). The device investigation was completed on 20-dec-2018. The regional service center (rsc) service log review revealed a delivery failure due ipl failure. The 50018 main board was replaced due to the service log finding. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool.

Event description:
On (B)(6) 2018, a respiratory therapist (rt) from the united states called mallinckrodt customer care to report an issue with inomax dsir (B)(4). The device was not in use on a patient when the issue occurred. No impact or harm to the patient was reported. On (B)(6) 2018, an internal employee discovered a delivery failure alarm due to ipl failure during routine service log review which indicates a reportable malfunction match. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation.